Event description:
It was reported that a patient did not have great pain relief while using an implantable neurostimulator (ins). The patient stated that the ins always bothered them at the pocket site. They had a return of pain at the ins site, and they wanted the system removed. The ins was removed, and the issue was resolved. The representative (rep) noted they would submit any new information that becomes available.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the pain at the pocket site was not determined at this time. The information has been confirmed with the doctor.

Manufacturer narrative:
.The returned device (implanted neurostimulator 97715) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Product ID 977a260 serial#(B)(6): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Conductor #s: 0, 1 and 2 were broken 14.1 cm from the distal end. Product ID 977a260 serial# (B)(6): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. The returned lead passed all laboratory testing. Cosmetic and breached cuts were observed on the outer insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.